Event description:
The customer observed one patient sample generating an initial clinical chemistry calcium assay result of 55.52 mg/l (5.552 mg/dl). The sample retested at 91.77 mg/l (9.177 mg/dl). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The suspect medical device changed from clinical chemistry calcium assay, list# 03l79-21 to the architect c8000 analyzer, list# 01g06-01. MFR report# 1628664-2012-00249 has been submitted to document the suspect medical device as the architect c8000 analyzer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Low test results (B)(4). (B)(6).

Manufacturer narrative:
The issue appeared to be resolved by replacing the sample probe ln 01g48-03 and r1 reagent probe 01g47-03. The complaint data and system logs verify the issue. Subsequent to replacing the sample and reagent probes the issue recurred and the customer discovered mixer 1 was damaged. The customer replaced the damaged mixer and no further erratic result issues have been reported. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the clinical chemistry calcium (3l79) assay package insert (30-4137/r1, january 2009) both contain information to address the customer current issue. Based on the current available information, a deficiency of the architect c8000 analyzer, sample probe, reagent probe and/or mixer was not identified.